Event description:
During a full face laser resurfacing procedure, dressings were moistened and applied to face wounds where the procedure occurred. After 24 hrs the dressing was removed with saline successfully. Dressing was then reapplied on the face. 2 1/2 days later when the product was to be removed, it was dried out completely. Even when moistened it still took a lot of effort and time (1 1/2 hrs) to remove the dressing. Because of this, the pt started to bleed and had increased pain and add'l time in the physicians office. The dressing was discontinued and the pt is doing better.